Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 gas blender system. The incident occured in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). The faulty gas blender was returned to sorin group (B)(4) for investigation. The reported issue was confirmed during functional testing and was traced to several defective components, including the measurement bridge for air and o2, the mass flow controller for air and o2, several sealing rings and the eprom. All of these components were replaced. A functional check and new calibration were performed. A functional control and technical safety inspection were successfully carried out and no further issues were discovered. The device was cleaned and disinfected and returned to the customer. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group will continue to monitor for trends related to this type of issue.

Event description:
Sorin group (B)(4) received a report that the s5 gas blender system displayed an error message during a procedure. There was no report of patient injury.